Manufacturer narrative:
Due to character limit: e1 (event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had top display is red prior to use. There was no patient involved.